Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not flow during a patient infusion. The device had been filled with 6g qsp ceftazidime and 110ml 0.9% sodium chloride and it was reported that it did not infuse at all. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : lot # correction: 19f045 (previously 19f047). The lot was manufactured from june 14, 2019 - june 17, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.